Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and analysis was performed and no anomalies were found. There was setscrew damage on the lead adaptor. The connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35; lead, implanted: (B)(6) 2014; 5866-38m adaptor, implanted: (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that thirty minutes post implant the two right ventricular (rv) leads exhibited unstable thresholds, non capture, no ise, low and varying impedance. The patient was taken back to the operating room. It was noted that the lead extension set-screws were damaged during initial implant. The lead extension was not easily removed and was required to be cut off from the rv leads. A new lead extension and two new rv leads were implanted. After explant, bipolar retesting of the rv leads still showed unstable impedance and thresholds. No patient complications have been reported as a result of this event.